Manufacturer narrative:
Examination of the submitted device confirmed unanticipated polyethylene wear. The investigation found evidence of preferential loading onto the anterior aspect of the device suggesting device mal-positioning. Preferential loading contributed to accelerated material wear. The investigation could not draw any conclusions about the root cause of the poor device alignment. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis, poly wear, pain, and tightness in the knee. The patients unresurfaced patella was also resurfaced.